Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). Seven (7) used samples were submitted to the manufacturer for evaluation. Through visual examination, no damages or manufacturing anomalies were observed on the samples. The samples were subjected to a function test with a connection to an omnifix 20 ml product by b. Braun medical inc. An injection at the test samples was possible without any issues. The samples were also tested for leakage; no leakage was observed. Based on the investigation, the samples are within investigation. The reported defect could not be observed or replicated; the complaint is considered not confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available.

Event description:
As reported by the b. Braun global affiliate: we have another bung found with the same issue delivering chemotherapy. Can we please have another box sent to 97 harley street so we can send this over. This bung has been contaminated with chemotherapy.